Manufacturer narrative:
This event has already been reported for the custom total knee replacement pin (B)(4) - refer to MFR report # 3004105610-2018-00009. The investigation has identified that the tibial cemented stem from pin (B)(4) was inserted but the surgeon returned the custom femoral components unused and inserted a mets distal femur instead. The in-situ implant therefore consists of a mets distal femur connected to the custom tibial stem from pin (B)(4). The reported loosening refers to the mets distal femur femoral stem. As there is no indication that the tibial stem from pin (B)(4) has loosened, it can be considered to be a concomitant device. MFR report # 3004105610-2018-00009 will be closed with reference to this report following its submission. Should additional information become available, it will be reported in a supplemental report. Device not returned.

Event description:
A new prescription form has been received for a revision device due to aseptic loosening.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information.

Event description:
A new prescription form has been received for a revision device due to aseptic loosening.